Manufacturer narrative:
Initial reporter's phone number: (B)(6). The device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning. It was noted that the control ran independently, the switch ring was to loose, and the clutch spring was a little weak. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery handpiece device was switching on automatically by itself. During in-house engineering evaluation, it was observed that the control unit was not functioning on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.